Event description:
The customer reported having high bgs. Were treated with a manual injection and were not coming down. The customer is running high due to their sickness. The customer's dr called and stated that customer would be admitted into the hospital. The customer checked their bg's and they were going down as a result of the second injection. Also customer was assisted in adjusting basal rates. The customer would contact an ambulance to get to the hospital. Upon a follow up call to the customer, the ambulance arrived on scene and bg's at the end of call were high.